Manufacturer narrative:
(B)(4). The reported complaint that the "catheter failed to be inserted into the patient's body" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "during the insertion process, the catheter failed to be inserted into the patient's body. When the catheter and the expansion sheath were removed as a whole, it was found that the catheter could not be pulled out of the sheath. After pulling it out, it was found that the front part of the balloon was discounted". Additional information states that to continue therapy, the iab catheter was replaced. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4)

Event description:
It was reported "during the insertion process, the catheter failed to inserted into the patient's body. When the catheter and the expansion sheath were removed as a whole, it was found that the catheter could not be pulled out of the sheath. After pulling it out, it was found that the front part of the balloon was discounted". Additional information states that to continue therapy, the iab catheter was replaced. The patient's current condition is reported as "fine."